Event description:
It was reported that during the implant attempt, there was a problem with lead fixation. When the right ventricular (rv) lead was removed from the body, it was noted that the helix would not extend properly. The rv lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.